Manufacturer narrative:
It was determined the customer's water system underwent maintenance activities prior to generating the questionable results. When the water filters are changed, there is a need to flush the system straight to waste before introducing the water system to the analyzers. The issue has been resolved at the customer site. Water system requirements are within the customer's responsibility. The investigation did not identify a product problem.

Event description:
The initial reporter complained of calibration and qc issues with trigl triglycerides (trigl) on a cobas 8000 c 502 module. Due to these issues, the customer repeated patient samples. The customer provided an example of discrepant results for 1 patient sample. The initial trigl result was 57 mg/dl. This result was reported outside of the laboratory. On 17-nov-2022 the repeat result was 92 mg/dl. This result was believed to be correct. The trigl reagent lot number was 64844301 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The customer noted there may be possible contamination from the water supply; the issue started after service was performed on the customer¿s water system. Since service was performed, the customer has to calibrate frequently. The investigation is ongoing.